Manufacturer narrative:
From (B)(4) on (B)(6) 2019 states, "unable to duplicate high voltage shockwave error. System tested iaw manufacturer's service manual and is fully operational." Device returned to customer. Event occurred during procedure with the patient under anesthesia and there was a 30 minute delay in the procedure. However, there was no patient injury and the case was completed without further incident.

Manufacturer narrative:
Waiting for field service report for evaluation of device.

Event description:
High voltage error chu213. There was a 30 minute delay in the procedure, but the case was completed. No patient injury.